Event description:
Boston scientific received information that difficulty was encountered while trying to implant this right atrial (ra) lead. It was reported that the helix would not properly extend. The lead was removed from the body and tested; the lead functioned normally. The lead was then implanted again but the helix extension issues remained. The lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing and confirmed that the cathode conductor coil was fractured at the distal end of the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.